Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. Unfortunately, the device is unavailable for evaluation; it was discarded.

Event description:
It was reported that the device was explanted after an implant duration of approximately 0.5 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to mitral regurgitation and dehiscence. Through the operative report, the following was learned. "Upon inspection of the prior mitral valve repair, the entire posterior portion of the ring had dehisced. The quadrangular resection repair had also dehisced."